Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00156, 2134265-2017-00516, 2134265-2017-00517, and 2134265-2017-00523. It was reported that chest pain occurred. The target lesions were located in the right coronary artery (rca) and left anterior descending (lad) artery. A 4.00 x 16 synergy ii drug-eluting stent was implanted in the proximal rca and another 4.00 x 16 synergy ii was implanted in the mid rca. Subsequently, another two synergy¿ drug-eluting stents were implanted in lad. Angiography and electrocardiography (ECG) were performed and clotting was noted in the 4.00 x 16 synergy ii stent in proximal rca. A rebel bare metal stent was then deployed inside the synergy stent in the proximal rca that had clotted. Ticagrelor and anti-coagulant medications were administered and intravenous ultrasound (ivus) was performed. A few minutes later, the patient experienced chest pain. No further patient complications were reported and the patient's status was fine.